Event description:
From staff: the preoperative count was performed and included sharps, sponges, and instruments. There was a total of 7 suture needles counted. Towards the end of the procedure, when it was time to suture the skin, the cst at the field noticed a second needle inside a package. The package was a 2-0 vicryl needle and is supposed to contain only 1 needle. The newly discovered needle was hidden underneath the supposed solo needle and was entering the package in the same fashion, therefore making it unnoticeable unless taken out of the package. Needles are not taken out of their packaging until needed by the surgeon, thus the hidden needle was not discovered until late in the case. This new needle changed the original count of 7 to a new total of 8. All other suture needles were then recounted, and the total was still 8. The newly discovered needle was then removed from the field and placed in a biohazard bag. At the end of the procedure, a final count was performed, and the count was correct based on the original count (plus the new needle). Per facility policy, an x-ray was taken of the patient's surgical site. A radiologist then cleared the x-ray and stated, "no metallic foreign object visible". The suture needle package was saved after the procedure to show the manufacturer, as this packaging was a manufacturer error. Because of the manufacturing error, a true needle miscount could have potentially left the patient with a retained surgical item. From op report: the counts had some discrepancy. There were 2-0 vicryl sutures that had 2 needles in them when supposedly it was just 1 needle and because of that, they considered this as a miscount and an x-ray was performed at the end of the case to confirm that there was no needle in the abdomen. Manufacturer response for surgical needle, (brand not provided) (per site reporter). Ethicon rep was notified.